Manufacturer narrative:
The alarm trace showed no suspicious alarms. The investigation confirmed the system was performing within specification (proper water pressure and acceptable cell blank values). The investigation did not identify a specific cause of the event. The investigation did not identify a product problem.

Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable alkaline phosphatase acc. To ifcc gen.2 and lactate dehydrogenase acc. Ifcc ver.2 results for 1 patient sample on a cobas c 503 analytical unit. Ldh: on (B)(6) 2026, the ldh result was 111 u/l. On (B)(6) 2026, the same sample was tested, and the ldh results were 190 u/l, 418 u/l, 96 u/l, and 101 u/l. The sample was tested on another module, and the result was 98 u/l. Alp: on (B)(6) 2026, the alp result was 99 u/l. On (B)(6) 2026, the same sample was tested, and the alp results were 180 u/l, 81 u/l, 74 u/l, and 74 u/l. The sample was tested on another module, and the result was 75 u/l.